Manufacturer narrative:
(B)(4). (B)(6). Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6054751. According to sampling plan applied for product performance, this lot was accepted and released. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode as no sample was returned for evaluation. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that the needle did not retract properly. The needle was reported to have "left the device; the needle [was] out of the product." No further information or clarification is available.